Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device displayed normal readings; however, the patient's condition was not normal and continued to worsen. There was no patient injury.

Manufacturer narrative:
Evaluation summary: one sample was received with the report of high readings. The unit was powered on without issue. The technician performed a power-on self-test and power-on defaults and alarm limit ranges tests. The unit was triaged and powered on without issue. During testing, the tolerances for saturation (%spo2) and rate (hr/min.) Were measured and were within the manufacturer¿s specifications. A light-emitting diode(led) exitation test, alarm volume control, pulse tone volume control testing and calibration were completed with no abnormalities noted and the unit performed as intended. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device displayed inaccurate readings and however, the patient's condition was not normal and continued to worsen. Additional information suggest that the patient is healthy and has no permanent injury.